Event description:
The customer reported that the unit failed to power up.

Manufacturer narrative:
(B)(4). The customer reported that the unit failed to power up. The unit was evaluated locally and the failure was verified. Replacement of the power pca resolved the failure. The unit passed all post-service testing and remains at the customer site.